Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-10261. It was reported (b)(46 during the procedure to implant an ipg at the end of the trial, the physician noted the lead had migrated. The lead was repositioned. In addition, the anchor was broken and was as such, explanted and replaced. Stimulation was restored following the procedure.